Event description:
It was reported that the pump and catheter were removed due to infection. The date of onset was "unclear". The pt was treated by local hcp for rash; diagnosis cellulitis in 2008. The pt signs/symptoms of infection were reported as redness and swelling. The primary source of the infection was the device pocket. A culture of the device pocket and cerebrospinal fluid were obtained with no organism cultured; the pt was prescribed antibiotics for cellulitis prior to referral to the reporter. The pt did not have meningitis. The pt was given oral and intravenous antibiotics. The infection resolved. The pt had drug withdrawal symptoms including increased tone.

Manufacturer narrative:
Device analysis reveals no anomaly found -normal device function.